Event description:
It was reported that the patient experienced a pocket hematoma with skin excoriation post implant that required surgical intervention and intravenous antibiotic therapy to resolve. The device remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is the same brand family as a device marketed in the u.s. Continuation of concomitant products: 0148, implantable pacing lead, (B)(6) 2013; a 4480, implantable pacing lead, (B)(6) 2013. (B)(4).